Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received no delivery alarm during bolus. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and customer was advised that insulin pump was working as designed. Caller insisted that insulin pump was not delivering and requested for insulin pump to be replaced.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No excessive no delivery alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.